Event description:
Event: fem-fem bypass. The pt was reported to have an s shape aorta that made device insertion difficult. During the procedure the contralateral wire was unable to be advanced, requiring a wire exchange. In the process of exchanging the wires, the contralateral limb was pushed into the aneurysm sac. The physician ligated the contralateral limb thus creating an aorto mono iliac graft and a fem-fem bypass was performed.